Event description:
Cord clamps used to secure infant locator sensors cut through one of the umbilical vessels. There is a right angle on the clamp; if the cord is thick, it might get caught and cause exsanguination.